Event description:
Philips received a complaint from the customer on the v60 indicating that the oxygen module is faulty. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6). The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem of oxygen module failure. The pse overhauled the device to resolve the reported issue. There was no further information that was able to be obtained for the troubleshooting that was done to resolve the reported problem. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00067. All information from the original report(s) has been transferred to this report.